Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 409 mg/dl, 336 mg/dl, and 102 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The facility reported to the baxter sales representative that a patient (patient a) experienced a bloodstream infection (bsi) related to the central venous access device during use with a clearlink luer activated valve, lot number unknown. The bsi occurred on an unknown date in 2009. It is unknown what interventions were required. This complaint is related to multiple bsi reports (patients a-e) from the same facility.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.